Manufacturer narrative:
The delivery device will not be returned and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2007-00518 and 6000093-2007-00519. It was reported, by a health care practitioner from a private allergy office, that post a coronary drug eluting stenting treatment procedure, the patient "had a thrombosis in the right main artery with the stent and had a second stent placed in 2006. He developed hives all over his body within 24 hours of second stent placement. The rash also continued to the inner aspect of the thighs and legs." The patient is being tested for possible nickel allergy. Additional information regarding this event has been requested.